Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Upon starting the unit for the receiver charge and boot test, the receiver was observed to be perpetually rebooting and failed. The receiver was opened and the u1 pcba was detached to download the receiver download passed. It was reviewed and no errors were observed related to the complaint. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed as testing could not be completed. A root cause could not be determined.